Event description:
Paramedics connected the device to a noncritical patient for routine monitoring. Reportedly, when an attempt was made to view the patient ECG, the device screen was blank. No additional information regarding the event was reported. There was no reported adverse affects to the patient.